Event description:
It was reported that during a breast biopsy, a metallic piece was noticed below the probe. Deployed a tissue marker and completed the case. After taking post stereo images, noticed on the films that there was a metallic piece below the marker. There was no patient consequence reported.